Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the middle side of the yaw pulley had several scratches. This caused the grip cable not to move efficiently hence, the tip not opening. Components adjacent showed damage. Additional observation found unrelated to the reported complaint: the instrument was found with damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did show damage. The complaint was confirmed by failure analysis. Review of the provided image was performed and it was identified that the instrument tips were closed.

Event description:
It was reported that prior to the start (post anesthesia) of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument tip mouth could not be open. A backup instrument was used to complete the procedure with no patient harm.